Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant information is rec'd, a supplemental MDR will be submitted.

Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the calcified and severely tortuous right coronary artery (rca). The quantum maverick monorail balloon ruptured at 18 atms on the initial inflation. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Patient status is reported as "good".